Event description:
It was reported that a user of the ilet bionic pancreas experienced low glucose while on pump therapy, with a nadir of 65 mg/dl lasting about 10 minutes after prior elevation to 161 mg/dl and receiving correction doses; the user treated with oral glucose and was trending upward at the time of contact, and no device-specific component issue was identified due to insufficient information. Symptoms included hypoglycemia without reported associated physical complaints. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.